Event description:
A physician reported a pt who was skin tested in the left forearm on 27 august 1999 with negative results. On 27 september 1999, the pt was treated in the oral commissures and the nasolabial folds. On 15 november 1999, the pt presented with a draining abscess at a right cheek treated site. (The date of symptom onset was not known). The results of a culture of the drainage were negative; however, an oral antibiotic (name not known) was prescribed. The physician administered intralesional triamcinolone to the abscess on 15 and 18 november 1999. The drainage continued to 2 december 1999, and, as of that date, the pt had a residual depression at the site, which the physician believed may require correction.